Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was found to have fractured 315cm distal of the proximal end. The distal end of the wire was not returned for analysis. The device has a kink in the body located approximately at 303 cm from the proximal end. Microscopic inspection was performed and confirmed guidewire fracture. Type of fracture of the guidewire is consistent with the failure mode of "fatigue". Dimensional inspection of the guidewire that could be measured were performed and were within specifications.

Event description:
It was reported that wire detachment, perforation and surgical intervention occurred. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 7f non-bsc guide catheter was advanced with severe resistance. The 2.00mm rotalink plus was used along with a 330cm rotawire without issue. The 2.00mm rotalink plus was removed and exchanged for a 1.5mm rotalink plus. The 1.5mm rotalink plus was loaded onto the 330cm rotawire using dylaglide. The rotational speed did not decrease during ablation in the distal rca. Resistance was encountered when removing the 1.5mm rotalink plus. The 330cm rotawire and 1.5mm burr were removed together. It was observed that the middle part of the 330cm rotawire separated. A perforated mid rca was observed and was treated with placement of a non-bsc stent graft system. A snare was used in attempts to retrieve the detached 330cm rotawire; however, the detached rotawire could not be retrieved. The condition of the patient became worse. An intra-aortic balloon pump was used as a result of the patient condition. The proximal end of separated rotawire was located within the aorta and the distal end of separated rotawire was at the coronary artery. A surgical procedure was performed, and the proximal end was removed. The distal end was trapped in the coronary artery and could not be removed. During the retrieval attempts the rotawire separated further. Remains of the detached rotawire were left in the coronary artery. The patient condition is not good, and the patient remains in the hospital.

Event description:
It was reported that wire detachment, perforation and surgical intervention occurred. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 7f non-bsc guide catheter was advanced with severe resistance. The 2.00mm rotalink plus was used along with a 330cm rotawire without issue. The 2.00mm rotalink plus was removed and exchanged for a 1.5mm rotalink plus. The 1.5mm rotalink plus was loaded onto the 330cm rotawire using dylaglide. The rotational speed did not decrease during ablation in the distal rca. Resistance was encountered when removing the 1.5mm rotalink plus. The 330cm rotawire and 1.5mm burr were removed together. It was observed that the middle part of the 330cm rotawire separated. A perforated mid rca was observed and was treated with placement of a non-bsc stent graft system. A snare was used in attempts to retrieve the detached 330cm rotawire; however, the detached rotawire could not be retrieved. The condition of the patient became worse. An intra-aortic balloon pump was used as a result of the patient condition. The proximal end of separated rotawire was located within the aorta and the distal end of separated rotawire was at the coronary artery. A surgical procedure was performed, and the proximal end was removed. The distal end was trapped in the coronary artery and could not be removed. During the retrieval attempts the rotawire separated further. Remains of the detached rotawire were left in the coronary artery. The patient condition is not good, and the patient remains in the hospital.